Event description:
Additional information was received that the patient tolerated the exchange well.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: wire fatigue within both power cables unrelated to the damaged white power cable the reported event of the system controller¿s white power cable being damaged was confirmed, as the returned system controller (serial number (B)(6)) was observed to have a tear in its white cable jacket near its connector-side bend relief upon arrival, revealing the inner wiring. The controller was functionally tested and was found to perform and operate a mock loop as intended. Atypical alarms were unable to be reproduced throughout testing, even when the power cables were manipulated by hand. A log file was extracted from the controller containing data spanning approximately 7 days (12apr2023 ¿ 19apr2023 per timestamp); the pump maintained speeds above the low speed limit while connected to the driveline, and no atypical events were observed. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The controller was shipped to the customer on 06may2015. The heartmate ii patient handbook (section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment for damage, including damage to the system controller¿s power cords, and to obtain replacements if needed. The heartmate ii patient handbook (section titled ¿emergency contact list¿) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Reporter postal office or zip code: m23 9lt.

Event description:
It was reported that the white power cable of the controller had extensive damage. The wires were exposed. The controller was exchanged.